Event description:
The customer tested his blood glucose and received a contour reading of 92 mg/dl. He retested using another meter and received a reading of 52 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return the test strips for evaluation. Replacement strips were sent to the customer.